Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Investigation ¿ evaluation (B)(6) hospital informed cook on (B)(6) 2021 of an incident involving a coda lp balloon catheter (coda-2-9.0-35-120-32) from lot 13856225. The device reportedly failed to inflate during a evar on (B)(6) 2021. Further communication with the user facility clarified that the physician was using the balloon for touch up on the proximal end, including the sealing stent during the evar. The balloon appeared to be inflating on the fluoroscopy screen, but the physician realized that the amount of contrast media returned into the syringe decreased when he applied negative force. The physician then removed the balloon so that he could inspect the device. At that point a pinhole was confirmed but an exact location of the pinhole could not be confirmed. This resulted in another coda-2-9.0-35-120-32 being used to complete the procedure. The site confirmed the pin hole was not confirmed on the first inflation and was noticed after multiple inflations. The maximum the balloon was inflated at any given time was 28mm. There was no calcification or angulation noted per the site. There have been no adverse effects to the patient reported. A review of the complaint history, device history record, drawing, instructions for use (IFU), manufacturing instructions, quality control, and specifications of the device, was conducted during the investigation. The complainant did not return the complaint device to cook for investigation and no imaging was provided for procedural review. In response to this incident, cook completed a review of the device history record (DHR). The DHR for lot 13856225 records two non-conformances. The first nonconformance was for fm (foreign matter) and the second nonconformance was for shaft damage. In both cases the nonconforming product was scrapped and the remaining lot was sent to quality control where 100% inspection was completed on the remaining product. The remaining lot was found to be within specifications, giving no indication that the complaint device was shipped non-conforming. A trackwise search was done and determined there were no other related complaints to lot 13856225. As there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. Cook also reviewed product labeling. The product IFU, t_codalp_rev3 ¿coda and coda lp balloon catheters,¿ provides the following information to the user related to the reported failure mode: device description the balloon is manufactured from a compliant polyurethane material. Particular care should be taken in handling the balloon to prevent damage. The balloon will inflate to the indicated size parameters when utilizing proper volume recommendations. Warnings ¿ do not exceed maximum inflation volume. Adhere to balloon inflation parameters as shown in fig. 1. Over-inflation of balloon may result in: damage to vessel wall and/or vessel rupture. Rupture of balloon precautions ¿ always monitor balloon inflation using fluoroscopic control. ¿ use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate balloon. ¿ always monitor balloon inflation using fluoroscopic control. Balloon preparation note: balloon and balloon lumen of the coda and coda lp balloon catheters contain air. The air must be removed from the balloon and balloon catheter prior to insertion using standard technique. 1. Remove protective balloon sleeve. 2. Prepare balloon lumen with standard 3:1 saline and contrast mixture, to stopcock on balloon lumen. A. Attach syringe, with appropriate amount of 3:1 saline and contrast mixture, to stopcock on balloon lumen. B. Purge all air from balloon in standard fashion. C. Completely deflate balloon and close stopcock. 3. To increase ease of insertion, balloon may be lubricated with a thin layer of sterile, biocompatible lubricant. Balloon introduction and inflation 4. Inflate balloon with standard 3:1 saline and contrast mixture using a 20 cc or larger syringe. Adhere to recommended balloon inflation volumes. 5. If balloon pressure is lost and/or balloon rupture occurs, deflate the balloon and remove balloon and sheath as a unit. Note: care should be taken to monitor balloon manipulations and inflation using fluoroscopy at all times. How supplied supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred. Based on the information provided, no inspection of returned product and the results of the investigation, a definitive cause could not be established. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
In additional information received on 20jul2021, it was reported that the balloon appeared to be inflating on the "fluoroscopy" screen, but the physician realized that the amount of contrast media returned into the syringe decreased when negative force was applied. The pinhole was not confirmed on the first balloon inflation, but after multiple balloon inflations. The balloon was inflated to as much as 28mm at maximum at the proximal side of the graft, including the sealing stent. No specific angulation or calcification was noted.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(6). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that a coda lp balloon would not fully inflate during an endovascular aneurysm repair (evar) procedure due to a pinhole. The patient was said to be within appropriate selection criteria for an evar procedure. As the device was to be used for "touch-up", it was noted to not fully inflate. Upon removal from the patient, a pinhole was confirmed. Another like device was used to complete the procedure with no adverse effects to the patient.